Event description:
Boston scientific received information that this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) system exhibited noise on a recent transmission from the patient's home monitoring equipment. Also there was a nonsustained ventricular tachycardia detection stored, on review, this appeared to be noise with oversensing and pacing inhibition. It was reported the patient was pacemaker dependent and the duration of asystole was unknown. However, there were no adverse patient effects. The patient had cold symptoms. Troubleshooting was suggested in regard to potential relationship between noise and deep breathing/coughing. Additional information was requested, but was not available. At this time, evidence suggests that this system remains in service.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.